Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 50ml ll leaked. The following information was provided by the initial reporter: "bd 50 ml luer lok syringe product . The propofol was leaking out of the back of it during a tiva. The lot number is 2012069."

Event description:
It was reported that 2 syringes 50ml ll leaked. The following information was provided by the initial reporter: "bd 50 ml luer lok syringe product . The propofol was leaking out of the back of it during a tiva. The lot number is 2012069."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-12. H6: investigation summary: one sample received for investigation, upon visual inspection of the sample barrel appears damaged. The stopper is correctly assembled, when the syringe is disassembled the plunger do not show any defect. Further testing was conducted, no sign of leakage occurred. A device history review was performed for reported lot 2012069, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The root cause for leakage can be related with the hit seen in the barrel. When there is damage in the barrel, the part can be deformed leading to leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.